Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant there was a suspected right ventricular (rv) lead dislodgement due to oversensing noise and pacing inhibition. The lead was not tested prior to the revision procedure. The lead was repositioned and reconnected to the device header; however, the set screw seemed to not fully engage. The lead was disconnected and reconnected 2 or 3 times but there continued to be high impedance of over 3000 ohms and noise was still noted. It was also found that the device had switched to unipolar pacing. The device was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.